Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/02/2025, the patient reported a low glucose level. The agent reviewed the report and showed that blood glucose (bg) did not drop below 70 mg/dl. However, current report indicated that the patient's lowest bg was 68 mg/dl. Using abbott freestyle libre 3+ sensor. Low occurred before lunch after a correction bolus, eating lunch stabilized bgs. Patient is on day 2 of ilet pump use and still learning its behavior. Agent advised confirming with glucometer during alerts and reminded ilet is in learning phase. The patient understood and had no further questions. The patient experienced weakness and was shaky. No medical intervention required.